Event description:
It was reported to Boston Scientific Corporation that an Advanix Pancreatic Stent was to be implanted in the pancreatic duct for drainage during an Endoscopic Retrograde Cholangiopancreatography (ERCP) procedure performed on (b)(6)2026.During the procedure, the stent became kinked and did not return to its original shape. The procedure was completed with another of the same device.There were no patient complications reported as a results of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block H6:IMDRF Device code A0406 captures the reportable event of stent kinked.Block H11:Investigation Results:Based on the information available, Boston Scientific could not confirm the reported event of Stent Kinked. The product was not returned for analysis; therefore, no evaluation could be performed to identify any potential device defect. Without proper evaluation of the device, it remains unknown the most probable cause that contributed to the event.Device History Record Review:It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Device Technical Analysis:The complaint device was not returned; therefore, product analysis could not be performed.Risk Review:A Risk Review was completed and confirmed that the event of Stent Kinked was defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.Similar Complaint Review:A Similar Complaint Review was completed. There were no emerging trends identified that warrant further action. Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.